Manufacturer narrative:
(B)(4) date sent to FDA: 12/19/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product lot number? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe there was a deficiency with the physiomesh? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Mesh fixation technique? How many securestrap devices were used during the initial procedure to fixate the mesh? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) how much time from initial hernia repair to hernia recurrence? How was the recurrence diagnosed? Date of reoperation? Mesh location and integrity are there any pictures available? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. The patient experienced a recurrence of left internal inguinal hernia in (B)(6) 2016 and underwent re-operation on an unknown date. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/08/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please confirm that there was no issue related to the physiomesh? No information. Lot number for the securestrap? Jbk091.

Manufacturer narrative:
Date sent to the FDA: 01/12/2017. Additional information was requested and the following was obtained: what is the physician¿s opinion as to the etiology of or contributing factors to this event? - the doctor was not sure if the mesh was the reason of recurrence. This might be occurred by technique. How many securestrap devices were used during the initial procedure to fixate the mesh? - one was the procedure associated with this event open or laparoscopic? - the procedure was laparoscopic.(tapp) how much time from initial hernia repair to hernia recurrence? - about one year and three months. Date of reoperation? - no information of the date. Some day in (B)(6) 2016. What is the patient¿s current status? - the patient has no problem.